Event description:
A customer obtained imprecise sequential readings of 18.9, 20.6, 5.4 and 22.3 mmol/l on their freestyle mini meter within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's products have been requested for investigation.